Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, curved opening. A leak test was perform and were found two openings. A microscopic analysis identified: a curved striated opening on posterior side assessed as surgical damage, a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage and a crack opening on valve assessed as cracked valve seat diaphragm valve. Reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.